Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pump of 300mg of herceptin was infusing when there was a leak between the texium of secondary line and the y-site of the primary line. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak between the texium of secondary line and the y-site of the primary line was confirmed. No anomalies were observed on the sets during visual inspection. Functional testing was performed. The set leaked at the connection between the stand alone texium and proximal smartsite port of the lab primary set. The root cause of the leak is a insufficient seal during the manufacturing process.